Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was changing screens while not being interacted with. Additionally, the touch screen timed out faster than expected. Customer's blood glucose was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.